Manufacturer narrative:
(B)(4). The service engineer could not duplicate customer's alleged malfunction that the unit froze on the screen.

Event description:
It was reported that the ventilator was getting stuck at the screen and was unable to shut down the ventilator. There is no reported patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was an incorrect installation. If information is provided in the future, a supplemental report will be issued.